Event description:
Information received related to a trial conducted outside of the us, stating that angioplasty was performed because of restenosis of the target lesion four months after date of inclusion/implantation. The procedure was successful.